Manufacturer narrative:
The rv lead was capped on (B)(6) 2020 due to high thresholds and loss of capture. We received your event description for the above-mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. The returned device data have been analyzed revealing no indication of a device malfunction. For further insights a programmer data export would be essential. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
It was reported that approx. 9 months after the implantation the patient was admitted to the hospital due to loss of capture. Patient has a temporary pacemaker now.